Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicating their tremors have gotten worse since the june/july timeframe.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for essential tremor and movement disorders. The patient reported that their hands were shaking more than usual and that, in general, they have been shaking more than ever. The patient reported that it has been like this since their implant surgery and that no one has been able to adjust it. The patient reported that they were scheduled to see their healthcare provider in (B)(6) 2017. No further patient complications have been reported as a result of this event. Additional information was received from the patient. The patient reiterated that the tremors are worse than they were before implant, saying that they cannot write their name but before they could. The patient has had the ins reprogrammed 2-3 times, and afterward their tremors are okay, but the next day they go back to the same.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction to include the additional information in the description of the event. Correction to include the device codes (B)(4) and (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient stated there were complications because they have a pacemaker, so it was difficult for the hcp to program.